Event description:
It was reported that the patient was scheduled for a routine pump replacement due to expected end of life. The neurosurgeon noted tissue growth surrounding the sutureless connector and inside the sutureless connector. After the tissue was removed with a sterile tweezers, there was no retrograde flow of csf (cerebrospinal fluid), so the decision was made to replace the entire catheter. Clinically the patient did not exhibit any loss of therapy per the managing clinicians prior to the date of the pump replacement. The patient status was reported as "alive - no injury." The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). The catheter was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the catheter revealed coring in the sutureless connector (sc) connector. Under microscope inspection a deep, circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. It should be noted that leaking was not seen until about 25 psi was applied during the pressure test. It is possible that leaking in this connector area may have given the appearance of tissue as noted in the event information. No occlusions were seen in either segments 1 or 2 when tested in the lab. Areas of abrasion were seen on both returned segments. Neither of the two deeper abrasions leaked, so those did not go down to the inner lumen. Finally, an area of leaking was noted in an area .7 cm from the proximal end of segment 2. There was unusual looking damage to the catheter in this area consisting of parallel witness marks. Leaking was seen coming from a couple of these marks. The nature of the damage seems to indicate it was caused by a hemostat or some other type of tool with sharp edges and most likely occurred during explant.

Manufacturer narrative:
The previously reported method, result and conclusion codes were updated to the above. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.